Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. Pre-dilatation was performed using a 2.0x15mm non-boston scientific (bsc) balloon. A 3.00 x 20mm promus elite mr drug-eluting stent (des) was successfully deployed with no issues and fully inflated at 12 atmospheres (atm). However, during the procedure, a distal edge dissection occurred, which was flow-limiting. Subsequently, a 2.5 x 20mm synergy des was deployed to cover the distal edge dissection. Post-dilatation was then performed with a 2.0x15mm semi-compliant balloon at 11 atm. The procedure was completed successfully, the patient remained stable, and no further issues were reported.